Event description:
It was reported that the device was displaying an error code 9c1c and 9c11. The device had also failed the self test. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and observed that the device had logged an error code 9c11 in 2008, but was unable to duplicate the reported failure. The root cause was determined to be due to a failure of the therapy pcb assembly.